Manufacturer narrative:
(B)(4). According to available information, this device remains implanted and in service. A technical service consultant recommended performing further interrogation and possibly performing a memory download in the future. Should additional information become available, this event will be updated. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. Upon receipt at our post market quality assurance laboratory, a thorough product analysis was performed. The interrogated battery status was end of life (eol). Eol was declared 85 days after elective replacement time was declared. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. Having met the engineering longevity prediction, functionally passing all returned product testing. As a result, the clinical observation was confirmed. An initial report was previously submitted to FDA on 08/10/2009; however due to emdr submission issue related to the supplemental report, this is being filed again as an initial report.

Event description:
Boston scientific crm received information that during a follow up visit, this device displayed remaining battery longevity of 1.5 years. There was concern that the battery was depleting more rapidly than expected. No adverse patient effects were reported; the patient with this device is non-pacemaker dependent. A technical service consultant was contacted. Information was later received that this device was electively explanted and returned. No adverse patient effects were reported.